Event description:
Caller updated time and personal settings on device due to discrepancy exceeding five minutes, but did not know why time was incorrect. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in extreme values. Caller received assistance with updating the pump time and was advised to monitor and follow up if the discrepancy recurs, which caller understood and acknowledged.